Event description:
The customer reported to olympus their hd camera head was getting scope communication error (e226). The issue was observed during maintenance of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and that the subject device was no returned for evaluation, a definitive root cause for the reported failure could not be determined. Olympus will continue to monitor the field performance of this device.